Event description:
Incorrect pt name appears on images acquired on detector 2 during "spect" procedures and are saved to the wrong pt's file. This could cause misdiagnosis and unnecessary pt problems.